Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used under the skin. The patient developed an ssi and when the suture was removed the infection disappeared. This incident happened after the summer 2022. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: single sutures of vicryl 3-0 ref v293h, lot rpbbzqro with expiry date 2027-05 antibiotics are not automatically used before and after. There were mixed localizations with back, legs and chest. Rest of the questions are n/a. Updated h6 component code: g07002 reported condition not confirmed investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received nine unopened samples that pertain to the product code v293h. In order to evaluate the condition of the returned samples, the packets were examined for visual defects and none were observed. The packets were opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding former. Sutures were dispensed without problems and examined along the strand and no anomalies or damage on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.